Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic; fiber ID label is missing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure after approximately 10 minutes of use "a straight outcoming target beam" was observed. The fiber was exchanged and after approximately 10 minutes of use the same problem was noted on the second fiber. The fiber was exchanged and the third fiber was used to complete the procedure. No harm to the patient was reported. This report is for the second fiber.